Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (FDA-2014-n-0736-0899, awareness date 30-aug-2015). It refers to a female consumer of an unspecified age in united states who had essure (fallopian tube occlusion insert) on an unspecified date. She was implanted with essure after the birth of her second child. After the surgery and the essure implantation a dye test was done and showed that essure was ineffective and was allowing the dye fluid to pass. Over the next several months she started experiencing pain in abdomen and side on a regular basis. This pain increased in the form of cysts and abscesses as well as debilitating pain. The pain continued to increase exponentially over the next couple of years and resulted in multiple hospitalization and visits, to include over a week on high drip antibiotics. She also had further pain with sexual intercourse, menstrual cycle and extraneous exercises. She was schedule to have a hysterectomy; to remove fallopian tubes, uterus and cervix as a result of device. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pain in her abdomen and side after essure (fallopian tube occlusion insert) insertion. According to her, this pain resulted in multiple hospitalizations and she is scheduled for a hysterectomy. Additionally, she had abscesses (unspecified) months after essure placement. Only pain is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, consumer's pain started months after essure insertion and no alternative explanation was provided. Therefore, causality with the suspect insert cannot be excluded. Regarding the remaining event, the exact location and nature of consumer's abscess were not specified. Thus, a comprehensive causality assessment is not possible based on the available information. In addition non-serious events were reported. This case was regarded as incident, since hospitalization was required. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint (ptc) investigation and final assessment were received on 02-oct-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pain in her abdomen and side after essure (fallopian tube occlusion insert) insertion. According to her, this pain resulted in multiple hospitalizations and she is scheduled for a hysterectomy. Additionally, she had abscesses (unspecified) months after essure placement. Only pain is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, consumer's pain started months after essure insertion and no alternative explanation was provided. Therefore, causality with the suspect insert cannot be excluded. Regarding the remaining event, the exact location and nature of consumer's abscess were not specified. Thus, a comprehensive causality assessment is not possible based on the available information. In addition non-serious events were reported. This case was regarded as incident, since hospitalization was required. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.